Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other): pelvic inflammatory disease (pid)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and abdominal adhesions ('other injury(ies) or complication (s): abdominal adhesions') in a (B)(6) female patient who had essure (ess205) (batch no. 12272578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure (B)(6)." On (B)(6) 2005. The patient's medical history included menstrual discomfort and night sweats. Concurrent conditions included endometriosis since (B)(6) 2006, obesity, shingles, anxiety, nauseated, diarrhea, cyst of ovary, left lower quadrant pain, hemorrhagic cyst, adnexal mass, postpartum disorder nos, intestinal obstruction, laparotomy, left salpingo-oophorectomy, irritable bowel syndrome, inability to lose weight, hot flashes, constipation, intramural leiomyoma of uterus, amenorrhea, abdominal hernia and pelvic adhesions. Concomitant products included bupropion hydrochloride (wellbutrin) from 2009 to 2011, cetirizine hydrochloride (zyrtec) from 2000 to 2019, hydrocodone bitartrate; paracetamol (vicodin), loratadine, pseudoephedrine sulfate (claritin-d allergy) from 2000 to 2019 and oral contraceptive nos from 2001 to 2010. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2005, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal): bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infection (uti)") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal): yeast"). On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) sharp pains"). In 2006, the patient experienced abdominal pain ("pain abdomen") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2010, the patient experienced abdominal adhesions (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic pain"), uterine adhesions ("endometrial and surgical adhesions") and weight fluctuation ("40 ib weight fluctuation"). The patient was treated with antibiotics, colecalciferol (vitamin d3), cyanocobalamin (vitamine b12) and surgery (ablation, hysterectomy, bilateral removal of fallopian tubes, bilateral removal of ovaries. And adhesion removal). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, abdominal adhesions, pelvic pain, cystitis, urinary tract infection, vulvovaginal mycotic infection, depression, dysmenorrhoea, abdominal pain, fatigue, weight increased and weight fluctuation outcome was unknown and the uterine adhesions had resolved. The reporter considered abdominal adhesions, abdominal pain, cystitis, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, uterine adhesions, vaginal haemorrhage, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date of essure previously reported as (B)(6) 2005. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Human chorionic gonadotropin - on an unknown date: hcg negative. Hysterosalpingogram - on (B)(6) 2005: bilateral tubal occlusion with essure metallic stents.. Ultrasound pelvis - on (B)(6) 2006: heterogenous complex mass left adnexa. No color flow was seen within it, and most likely this is a hemorrhagic cyst with varying ages.; on (B)(6) 2006: mild interval increase in size of complex xerophytic left adnexal mass compared with the (B)(6) 2006 examination as described above; on (B)(6) 2007: essure device within the right cornu. The cause of the patient's pain is not clearly identified. Ultrasound shows essure in right cornu, cause of pain not clearly identified. White blood cell count - on an unknown date: 6.400. Concerning the injuries reported in this case, the following one were reported via medical record: medical device monitoring error. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vulvovaginal mycotic infection, pelvic inflammatory disease, menorrhagia, dysmenorrhea, fatigue and weight increased. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs and mr received ¿ previously reported event injury nos removed. New events pain pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (other): pelvic inflammatory disease (pid), other injury(ies) or complication (s): abdominal adhesions, infection (bladder/ urinary tract/vaginal): bladder, urinary tract infection (uti), yeast, psychological or psychiatric problems condition: depression, dysmenorrhea (cramping) sharp pains, pain abdomen, fatigue, weight gain, endometrial and surgical adhesions, 40 ib weight fluctuation and endometrial ablation and essure (B)(6) were added. Product information lot number, indication, essure removal date were added, essure incretion date were updated. Patient information date of birth, height, weight and race were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other): pelvic inflammatory disease (pid)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and abdominal adhesions ('other injury(ies) or complication (s): abdominal adhesions') in a 31-year-old female patient who had essure (ess205) (batch no. 12272578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure (B)(6) 2005. The patient's medical history included menstrual discomfort and night sweats. Concurrent conditions included endometriosis since (B)(6) 2006, obesity, shingles, anxiety, postprandial nausea, diarrhea, cyst of ovary, left lower quadrant pain, hemorrhagic cyst, adnexal mass, postpartum disorder, intestinal obstruction, laparotomy, left salpingo-oophorectomy, irritable bowel syndrome, inability to lose weight, hot flashes, constipation, intramural leiomyoma of uterus, amenorrhea, abdominal hernia and pelvic adhesions. Concomitant products included bupropion hydrochloride (wellbutrin) from 2009 to 2011, cetirizine hydrochloride (zyrtec) from 2000 to 2019, hydrocodone bitartrate; paracetamol (vicodin), loratadine, pseudoephedrine sulfate (claritin-d allergy) from 2000 to 2019 and oral contraceptive nos from 2001 to 2010. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2005, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal): bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): urinary tract infection (uti)") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal): yeast"). On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) sharp pains"). In 2006, the patient experienced abdominal pain ("pain abdomen") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2010, the patient experienced abdominal adhesions (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic pain"), uterine adhesions ("endometrial and surgical adhesions") and weight fluctuation ("40 ib weight fluctuation"). The patient was treated with antibiotics, cholecalciferol (vitamin d3), cyanocobalamin (vitamine b12) and surgery (ablation, hysterectomy, bilateral removal of fallopian tubes, bilateral removal of ovaries. And adhesion removal). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, abdominal adhesions, pelvic pain, cystitis, urinary tract infection, vulvovaginal mycotic infection, depression, dysmenorrhoea, abdominal pain, fatigue, weight increased and weight fluctuation outcome was unknown and the uterine adhesions had resolved. The reporter considered abdominal adhesions, abdominal pain, cystitis, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection, uterine adhesions, vaginal haemorrhage, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date of essure previously reported as (B)(6) 2005. Current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Human chorionic gonadotropin - on an unknown date: hcg negative. Hysterosalpingogram - on (B)(6) 2005: bilateral tubal occlusion with essure metallic stents. Ultrasound pelvis - on (B)(6) 2006: heterogenous complex mass left adnexa. No color flow was seen within it, and most likely this is a hemorrhagic cyst with varying ages.; on (B)(6) 2006: mild interval increase in size of complex xerophytic left adnexal mass compared with the (B)(6) 2006 examination as described above; on (B)(6) 2007: essure device within the right cornu. The cause of the patient's pain is not clearly identified. Ultrasound shows essure in right cornu, cause of pain not clearly identified. White blood cell count - on an unknown date: 6.400. Concerning the injuries reported in this case, the following one were reported via medical record: medical device monitoring error. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vulvovaginal mycotic infection, pelvic inflammatory disease, menorrhagia, dysmenorrhea, fatigue and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.